Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their blood glucose levels. The customer states their levels had been as high as 500 mg/dl. The customer states they had left their needle guard on the site. The customer declined to troubleshoot the device because they were blind. The customer was advised to have friend review pump. The customer states they would call back for further assistance.